Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's family member contacted latitude patient support to report that this device was explanted and replaced with a competitor device. The family member explained that the physician elected to replace the device because of premature battery depletion. To date, the device has not been returned to boston scientific's post market quality assurance laboratory for analysis.